Event description:
It was reported that an ilet device exhibited an unresponsive sleep/wake button that failed approximately two-thirds of the time, supported by a customer-provided video, and a replacement device was shipped. Symptoms included no reported blood glucose impact and no alerts or alarms. Outcomes included continued use of cgm through the dexcom app or receiver without interruption. Investigation included customer interview, review of provided media, and assessment of device function based on user reports. Investigation of this case revealed a probable mechanical or switch responsiveness issue localized to the user interface button. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.